Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of infection in stomach and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for infection in stomach and peritonitis. Follow-up information was obtained from the nurse. The event of stomach infection was amended to peritonitis with (B)(6). On an unreported date, the patient experienced touch contamination. The previously reported culture results revealed (B)(6). On an unreported date, the patient began remedial treatment with vancomycin ip and fortaz ip (doses and frequencies not reported). The cause of the peritonitis was the touch contamination. The patient was retrained in aseptic procedure. On (B)(6) 2012, the patient was readmitted to the hospital for peritonitis. The consumer stated the doctor was the cause of the peritonitis infection.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of a stomach infection and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. (B)(6) 2012, the patient was diagnosed with and hospitalized for a stomach infection and peritonitis. Treatment was not reported. The patient had not recovered.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11j24049 with no defects noted during the manufacture of the lot related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. This is report 2 of 2 in this peritonitis incident. Should additional information become available, a follow-up report will be submitted.